Manufacturer narrative:
D10 concomitant product/s: sigphandle sig power sigphandle handle serial #:(B)(6). Sigpshell sig power sigpshell control shell lot #:n2l0614y. Egia60amt egia60amt egia 60 artic med thick sulu lot #:p2j0092. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during an open distal gastrectomy, at the time of duodenal resection, the surgeon articulated the device and then firing was started. A beep-like unfamiliar sound was heard while firing and the firing stopped at 2/3 of the reload. When checked the screen was displaying a pause mark. The firing button was pressed again, but the firing did not advance and then the display showed "hold 10sec". After pressing and holding the green button for 10 seconds, the knife returned, and the jaws opened slightly, so it was removed from the tissue. The jaw opened less than half. It can be closed, but no matter how many times it was opened and closed, the issue remained the same. When the nurse tried unloading the reload, the reload remained articulated; it did not move/straighten using the center control. Therefore, it was unable to unload. A new handle, adapter, and shell were taken out to resolve the issue. There was no patient injury.